Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found. Touchscreen.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge remained at 100% despite being in use for a day. In addition, the touchscreen was frozen on the unlock screen and unable to be cleared. Customer also stated the pump was emitting a constant audible tone. Customer reported blood glucose (bg) level was 600 (mg/dl) with ketones. A manual injection was delivered to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.